Manufacturer narrative:
Initial reporter phone: (B)(6). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to atrophy resulting in the patient to increase from 1 pad per day to 5 pads per day. The aus was explanted and replaced with a new aus.